Event description:
Rn attached needleless cannula to syringe, drew up air, inserted needleless cannula into zofran vial, and pushed in air. Medication shot out of the side of the needleless cannula. Rn had to waste dose and get another vial. Rn tested another needleless syringe from lot and same thing occurred.